Event description:
Reporter alleged having recent higher blood glucose readings, however, had no symptoms at the time, but obtained discrepant results during a routine dr appointment. Customer stated their meter read 350 mg/dl compared to the dr's measurement of 128 mg/dl when testing was performed <3 minutes apart. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.